Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had crack along battery compartment. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.